Event description:
The device was used to close a puncture in the superficial femoral artery.

Event description:
Following a coronary angiogram and a pre-deployment angiogram, a 6f angio-seal vip was deployed to close a single puncture under the high branching of the profunda. The vessel was in good health and larger than 4 mm in diameter, but kept bleeding following deployment. The tamper tube was pushed past the black compaction marker. Manual compression was applied for 10 minutes and hemostasis was achieved. Following discharge, the patient presented back to the hospital 8 days later with a hematoma, claudication, and a painful white and cold leg. Computed tomography and ultrasound revealed vascular insufficiency. The patient underwent surgery and the anchor, collagen, suture, and thrombus were found at the level of the knee. The patient remained in the hospital overnight following surgery and was discharged the next day, with no further consequences.

Manufacturer narrative:
Gtin number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.